Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Pump received wiht broken battery tube threads.

Event description:
Customer reported via phone call that insulin pump was physically damaged and had a crack on his pump. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.